Event description:
Information was received that this smiths medical cadd cassette reservoirs had clogging issue. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.